Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the first use, the whole staple line was correctly delivered but the blade got stuck after only a few millimeters. The jaws were opened with difficulty and the stapler was removed without damaging the tissue. Another similar stapler was used to cut the tissue and complete the procedure. There were no adverse consequences to the patient.